Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer has hearing benefit with the device. According to clinical report, the child has had no clear response to sound since (B)(6) 2018. There is a possibility of a trauma but this cannot be confirmed by the parent. There have been no changes in health. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no longer hearing benefit with the device. According to clinical report, the child had no response to sound since (B)(6) 2018. There is a possibility of a trauma but this cannot be confirmed by the parent.